Manufacturer narrative:
H6: investigation summary: one mp1000 china sample was received for investigation with an open packaging from lot 20076477. No further information was available to assist the investigation in this instance. A visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe from retained stock to the sample multiple times; the piston did not remain in a recessed position, however a delay in the time it took for the piston to return to the closed position was identified. The delay was not present after flushing the sample with fluid. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance, however they confirmed that it is possible that an insufficient amount of silicone lubricant was sprayed into the valve during the automatic assembly process, which resulted in the delay in the piston returning to the closed position. A review of the production records for lot 20076477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 2 maxplus positive pressure connectors had issues with the piston not rebounding after use. The following information was provided by the initial reporter, translated from chinese to english: "when using the product, the user found that the mp1000 needleless infusion connector does not rebound after use."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 maxplus positive pressure connectors had issues with the piston not rebounding after use. The following information was provided by the initial reporter, translated from (B)(4) to english: when using the product, the user found that the mp1000 needleless infusion connector does not rebound after use.